Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient had tingling in the left shoulder where the device is. The ventricular thresholds were noted to be slightly higher with stable impedance. The lead remains in use. No patient complications have been reported as a result of this event.